Manufacturer narrative:
Device was evaluated. Inspection found the pkrf current cannot be adjusted due to faulty pkrf board (printed circuit board) unit. Review of fault log found no errors. Based on evaluation findings, the reported issue was identified to be attributed to faulty pkrf board. The root cause of the faulty pkrf was due to electronic component failure. This report will be supplemented accordingly following investigations.

Event description:
During an asset return inspection the device was found with faulty pkrf board. There was no patient involvement, no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device history record review is unable to be performed as this device has been serviced. The device had been previously serviced by olympus therefore a service history review will replace DHR review. A review of the previous service on this device shows no abnormalities. Olympus will continue to monitor the field performance of this device.